Event description:
It was reported the patient¿s lead was fractured. It was unknown if action was required. No manufacturer representative had interrogated the patient¿s system. It was unknown if there were any patient symptoms or complications associated with the event. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 37744, serial# (B)(4), product type: programmer, patient. (B)(4).